Event description:
The customer was unable to connect hard-wired patient monitors and message panel to acuity central station. This resulted in a temporary inability to centrally monitor patients. Welch allyn field engineer evaluated the customer's acuity system and found the terminal server was not responding. The field engineer restarted the terminal server which restored normal operation. Welch allyn acuity engineer evaluated acuity log files. It was found that the terminal server caused the loss of monitoring and that rebooting the terminal server resolved the issue. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
A terminal server is an off-the-shelf computer peripheral made by another manufacturer and sold by welch allyn.